Event description:
It was reported that the eyelet tip of the device broke (split) on insertion during a rotator cuff repair. The anchor was removed but the eyelet was left in the pt's bone. The surgeon was able to complete the procedure with another device. No further pt info is available and no additional adverse consequences have been reported. This device is used for treatment.

Manufacturer narrative:
The device was not returned for eval and the customer's complaint could not be verified. Review of the device history record revealed nothing relevant to this event. The cause of the complainant's event could not be determined from the info available and without device eval.